Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guidewire in packaging was able to be confirmed by the photo. The image shows a guidewire that has advanced out of the advancer assembly and kinked towards the distal end, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the guide in the above-mentioned set is bent on its course, which makes it impossible to its insertion into the vessel. This defect is visible through the original sterile packaging". No patient involvement.

Manufacturer narrative:
(B)(4). .

Event description:
It was reported that "the guide in the above-mentioned set is bent on its course, which makes it impossible to its insertion into the vessel. This defect is visible through the original sterile packaging". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The photo shows the proximal and distal ends of the guide wire were not secure in the holding card and the distal end of the guide wire was kinked. The customer also returned one unopened vessel catheterization set for analysis. No signs of use were observed. The kit was opened to examine the contents within. The guide wire was observed to have one kink towards the distal end. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. No defects or anomalies were observed on the holding card. During full assembly, both ends of the guide wire would have been secured within the holding card and packaged under the 3 ml syringe during packaging, shipping, and storage, protecting it from damage. No other defects or anomalies were observed on the returned guide wire assembly. The kink in the guide wire was located 299 mm from the distal tip. The overall length of the guide wire measured 352 mm, which is within the specification limits of 350.0-355.6 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.435 mm, which is within the specification limits of 0.432-0.457 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned 21ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. Manufacturing was contacted as a part of this complaint investigation. They stated it is unlikely damage can occur to the guide wire as it is assembled within the holding card without the operator noticing. It is possible the guide wire became damaged under the holding card during packaging due to internal handling of the device and the operator was unable to detect it once it was placed within the tray (under the syringe). However, as the returned guide wire was returned with both ends out of the holding card, it is unknown if this occurred during the packaging process or during shipping and handling. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization sh ould be obtained and further consultation requested." The report that the guide wire was kinked was confirmed through complaint investigation of the returned sample. One kink was observed on the distal end of the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review based on a potential lot from sales history was performed with no relevant findings. During normal assembly, the kinked portion of the guide wire would be protected within holding card and packaged under the syringe. However, as the returned guide wire was returned with both ends out of the holding card, it is unknown if the kinking occurred during the packaging process or during shipping and handling. Based on the customer report and sample received, the potential root cause cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the guide in the above-mentioned set is bent on its course, which makes it impossible to its insertion into the vessel. This defect is visible through the original sterile packaging". No patient involvement.